Event description:
It was reported that the customer experienced temperature alarms 10 and 11 while the pump was charging, though it had not been exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to implement manual insulin delivery as a temporary backup and was provided with a replacement pump and tandem charging supplies.